Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-002353.

Event description:
The customer reported false positive results with the idnow covid-19 assay for multiple patients. This MFR. Report addresses patient three (3) of three (3). The customer reported a false positive result with the idnow covid-19 assay for performed between (B)(6) 2022 and (B)(6) 2022. Confirmation testing via rtpcr (platform: labor volkmann) was performed and generated negative results. The customer stated the patient was asymptomatic. Although requested, no additional information was provided.

Event description:
The customer reported false positive results with the idnow covid-19 assay for multiple patients. This MFR. Report addresses patient three (3) of three (3). The customer reported a false positive result with the idnow covid-19 assay using a kit swab on a direct tested nasal sample performed between (B)(6) 2022. Confirmation testing via rtpcr (platform: labor volkmann) was performed and generated negative results. The customer stated the patient was more than 7 days past covid-19 infection and was asymptomatic. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number used one this patient, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.